Manufacturer narrative:
(B)(4). The cause of the reported issue was determined to be internal damage to the pump head modules. All three pump head modules were replaced to address the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The assignable cause was not determined. The pump head modules were replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a channel a pumphead module (phm) problem where it is impossible to load a set. Additionally, a loose black part was visible in the phm. According to the facility, the pump had fallen and this was the cause of the phm breakage and loose components which got into the device. It is unknown in which care area this event occurred. The reported condition occurred before use. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 7:12:00.